Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a hole in the tubing. The reported problem was verified. The cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set had a "cut in the line" which resulted in a leak. This issue was identified during blood administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.